Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered recurrent incontinence of urine, frequent urinary tract infections with painful and burning urination, painful intercourse with spouse, and bleeding. No further information has been provided.